Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit and could confirm the problem that the cplg. Circuit did not cool below 26°c. The technician troubleshooted the device and found a polluted 3-way valve and shunt valve which were responsible that the device did not cool. The technician cleaned the valves. The unit was tested successfully for functionality and electrical safety. A supplemental medwatch will be submitted if new information has been received.

Event description:
It was reported that the cardioplegia circuit did not cool below 26 degrees c. It occurred during patient treatment there were no negative consequences for the patient. (B)(4).